Event description:
It was reported that the electrode was removed and replaced because of noise in the pace/sense portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: tca100877r no anomalies found; proximal segment returned for analysis.